Manufacturer narrative:
Testing at the service center found the device alarmed for check cassette p during the delivery accuracy test. The probable cause was due to a proximal pressure sensor calibration drift. This device has identified as part of a product recall. This report represents all the information known by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing at the user facility, the device alarmed for check cassette which could not be cleared. This does not indicate a reportable malfunction. However, during testing at the service center, the device proximal pressure sensor was found to have drifted out of calibration.